Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a drawer failed to open when the user attempted to issue kionex powder to a patient. The door did not open as expected. When the user attempted to issue the medication again, the system displayed a message stating, "item has been issued to the patient within the last 11 minutes." The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the door was not opening. A technical support specialist began troubleshooting the door issue, but communication was lost with customer and later customer confirmed that the issue was resolved and door opened. The system functioned as intended after the technical support specialist investigated the issue.